Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was involved during a stent placement procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician placed the stent. The physician then examined the stent with the scope and noted a "hole in the stent". The complainant was not able to confirm how the procedure was completed. There were no visible issues noted to the device during preparation. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Despite attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The reported event of hole in stent. The reported event of hole in stent (cover). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.